Manufacturer narrative:
The pump has not yet been received for evaluation. After several calls were made to the facility requesting the status of the pump for return for evaluation, no further information was received from the facility. Based on the description of the incident as reported by the facility, it is possible that the user experienced difficulty with the insertion of the IV-set based anti-free flow clip into the pump then forced the pump door closed. Should the clip not be properly inserted into the pump and the pump door forced closed, neither the set-based nor the pump based free flow protection will be activated and a potential for a free flow condition may occur. In (B)(6) 2011, the device manufacturer, b. Braun medical (B)(4) initiated a CAPA to investigate the reported event of free flow and user difficulty with insertion of the IV-set based anti-free flow clip into the pump. Based on the investigation conducted to date, it has been determined that the most probable root cause of a free flow occurrence is the incorrect insertion of the IV-set based anti-free flow clip insertion into the pump. B. Braun has been and continues to in-service customers that have reported issues with anti-free flow clip insertion into the pump. In addition, b. Braun has developed a poster for customer use on proper set loading of the infusomat space pump. While these actions have been and continue to be taken by b. Braun, without the return of the actual pump involved in the reported event, a thorough evaluation cannot be conducted and no conclusions can be drawn at this time. If any further information becomes available or the pump is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the sales rep per the user facility: patient had to have 5-fu bag changed at 0230. Previous bag taken off IV pump, new bag with pre-primed tubing loaded onto IV pump. IV tubing loaded correctly per 2 witnessing rns ((B)(6), both ICU rns), and green slide clamp closed when loaded into it's niche. I closed the door, followed all of the prompts to open the roller clamp - then the screen said that the tubing was "damaged." I tried repeatedly to open the door, but it kept saying "press ok", "press on the green button to open" - all of which I did - but the door would not open. It was then noticed that as the tubing was loaded and the door jammed closed, the chemo was free-flowing for about 2-3 minutes. I immediately closed the roller clamp. (B)(6), the other rn, managed to open the door by pressing on the sides of the pump hard while (B)(6) straightened out the tubing line, which had moved from the side groove during the attempts to open the door. (B)(6), hospital supervisor and doctor (B)(6) notified of the incident. IV pump taken to biomed to be evaluated. No orders from doctor (B)(6). This was a big lesson to me to not undo the roller clamp when using these pumps until the pump is loaded and actually running, to not assume - like almost all other pumps that are used in hospitals - that if the slide clamp is closed inside the pump, it will keep fluid from running. The pump also created a lot of air in the pre-primed tubing, requiring me to re-prime it. Chemo precautions taken during the incident, no spill occurred. Doctor (B)(6) notified of pump malfunction, occurrence of very small bolus given; no orders given. On (B)(6) 2011 - spoke with (B)(6), director of materials. He reported the patient suffered no adverse sequela associated with the reported incident. He has no further information at this time. The pump is being returned for evaluation. On (B)(6) 2011 - left messages for the reporter, requesting additional information and the status of the pump for return evaluation. No response.